Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received from the tandem customer technical support team, tandem indicated that the control-iq system delivered an auto bolus due to inaccurate dexcom g7 cgm readings beginning or around (B)(6) 2025. On that date, the customer experienced severe hypoglycemia, with glucose levels reportedly too low for emergency medical personnel to obtain a fingerstick reading. The customer was transported to the emergency room, where the condition was treated with IV fluids, resulting in resolution of symptoms. No injuries or permanent impairment were reported, and the customer was discharged from the ER the same day. A follow-up attempt with the reporter was made by technical support on (B)(6) 2026; however, the reporter declined to provide any additional details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.